Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the coloring on screen was became distorted. Customer also stated that little crack on the screen of insulin pump also received random no delivering alarm and forcing customer to rewind and restart the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.